Event description:
It was reported that there was placement difficulties with the left ventricular (lv) lead during the implant procedure. Upon final device analysis at the end of the procedure it was discovered that the lv lead had excessively high threshold. The physician programmed the lead off and the system to operate as rv only. There are no further interventions planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D334trm, bi-ventricular implantable cardioverter defibrillator, 2013-(B)(6); 6935m62, implantable tachy lead, 2013-(B)(6); 5076-65, implantable pacing lead, 2013-(B)(6). (B)(4).